Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #: 305488 batch#: 4088001. It was reported by customer that cardinal seattle purchased bd item 305488 bd sharps coll 3.3qt red on the po's below and were shipped the correct cases and product but the 3.3qt containers are labeled as bd item 305489 bd sharps 6.9qt. Product has gone out to their customers before the labeling error was discovered but they still have 137 of the containers left that they will need a return authorization and shipping labels to return to bd. The item is lot 4088001 and was purchased on the po's listed below. Verbatim: rcc received a complaint via email. Email(s) attached. Cardinal seattle purchased bd item 305488 bd sharps coll 3.3qt red on the po's below and were shipped the correct cases and product but the 3.3qt containers are labeled as bd item 305489 bd sharps 6.9qt. Product has gone out to their customers before the labeling error was discovered but they still have 137 of the containers left that they will need a return authorization and shipping labels to return to bd. The item is lot 4088001 and was purchased on the po's listed below. (B)(6).

Event description:
Samples received.

Manufacturer narrative:
Investigation summary: multiple photos as well as separate samples have been received with the customer's complaint of incorrect labels on 3.3qt sharps containers. The photos and samples received clearly verify the issue with the 3.3qt sharps containers (mat#305488 as purchased) being labeled as 6.9qt (mat#305489 not wanted by customer). The supplier was contacted and the investigation determined the root cause of this issue as an operator error at time of labeling sharps containers. A roll of incorrect labels was inserted into the label machine and the result was a portion of the batch being mislabeled. The quality check performed on the product batch before final packaging and shipping did not show any issues and the majority of the batch was correctly labeled. A quality alert was issued instructing plant operators to only allow personal trained with working the label machine to enter the labeling area. A more comprehensive quality check has also been initiated as well as further training on correct material numbers and their respective sharps size to eliminate further occurrences of this issue. The sharps containers function properly with the exception of the labeling error.